Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a macro embolism and slow flow event occurred post-atherectomy. Three lesions were treated. The proximal sfa lesion was 80% stenotic, severely calcified and 5mm in length. The mid-sfa lesion was 70% stenotic, severely calcified and 3mm in length. The popliteal artery (pop) lesion was 50% stenotic, severely calcified and 10mm in length. Three run-off vessels were patent prior to therapy. The proximal sfa lesion was treated with a 1.75mm solid crown oad which was spun at low speed for one run (25sec) and at medium speed for one run (25sec) for a total run time of 50sec. The residual stenosis was 40%. The mid-sfa lesion was treated with a 1.75mm solid crown oad which was spun at low speed for one run(25sec), at medium speed for one run (25sec), and at high speed for two runs (25sec each) for a total run time of 1min, 40sec. The residual stenosis was 20%. The pop lesion was treated with a 1.75mm solid crown oad which was spun at medium speed for one run (25sec) and high speed for one run (25sec) for a total run time of 50sec. The residual stenosis was 20%. Angioplasty was then performed with a 4.0x40mm amphirion balloon at 4atms for 30 secs in each region; two inflations in the proximal sfa, one inflation in the mid-sfa, and one inflation in the pop artery. The residual stenosis was 30% in the proximal spa and 20% in the mid-sfa and the pop artery post-pta. Distal macro embolism and slow flow were noted and were successfully treated with tpa, wiring and aspiration embolectomy of the pt, at and peroneal arteries. Per the physician, "unsure of source of embolization (not fresh clot); material aspirated is whitish material." A planned bare metal stent was placed. The expectations for the case were met. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #14 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).